Event description:
It was reported by the affiliate that the (1) tsb45 was used during a wedge resection procedure. It was reported by the affiliate that the staples malformed. The doctor overstitched to complete the case.